Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was reading inaccurately low with blood and control samples. The complaint was classified based on the customer care advocate's (cca) documentation. The patient could not recall when the alleged issue began but she contacted lfs due to a comparison she made with the subject meter and her doctor's meter. The patient reportedly manages her diabetes with humulin r u- 500 insulin using an insulin pump and took her usual amount of medication at the time of the alleged issue. The patient stated approximately one week prior to contacting lfs at an unspecified date and time she "felt funny and a little dizzy" and went to see her doctor. The doctor reportedly tested her blood glucose on an unspecified date at noon, on the hcp meter (unknown type) and received a reading that was allegedly "20-25 points" higher than the subject meter's result. The patient could not recall the exact readings or time difference between the two tests but claimed the tests were performed within 30 minutes of each other. The patient denied receiving any medical treatment for her reported symptoms. The patient also alleged that she performed a control solution test on the subject device approximately around the same time and it read "80mg/dl" which fell low outside of the range printed on the vial of subject test strips. At the time of troubleshooting, the cca noted that the patient did not have her testing supplies to confirm the correct solution was being used and the expiration date could not be confirmed. The subject meter's unit of measure was set correctly. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms do not meet the criteria for a serious injury and the patient did not receive any form of medical intervention. However, this complaint is being reported because the alleged inaccuracies could not be resolved at the time of the call.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.